Event description:
A (B)(6) advia centaur xp hbsag result was obtained on a patient sample and discordant when compared to repeat testing. The customer performed repeat testing per laboratory protocol and the result was non reactive. The patient was redrawn for follow up hbsag testing and the result was non reactive. The initially discordant (B)(6) hbsag result was not reported to the physician. There was no report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the (B)(6) advia centaur xp hbsag test result. The quality control results were acceptable. The instructions for use (IFU) states: "if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result." The instrument is performing within specifications. No further evaluation of the device is required.